Event description:
It was reported that after an initial bunion surgery approximately 6 months ago, all hardware was removed in a revision surgery on (B)(6) 2023 due to hardware irritation. Upon hardware removal, no fault was found with any tmc hardware and it was confirmed the patient's bones were completely fused/healed. There was no other report of any patient impact or injury as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery approximately 6 months ago, all hardware was removed in a revision surgery on (B)(6) 2023 due to hardware irritation. Additional information indicates according to the surgeon's assessment, the hardware was prominent and causing discomfort to the patient. No devices were returned for evaluation. Device specific information was also not available; therefore, a review of device history records was not able to be performed. However, all non-conformities for possible kits utilized in the surgery were reviewed and no non-conformities or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined without return of the device and no radiographic evidence to evaluate. Upon hardware removal, no fault was found with any tmc hardware and it was confirmed the patient's bones were completely fused/healed. There was no other report of any patient impact or injury as a result of this event. The company will supplement this MDR as necessary and appropriate.